Manufacturer narrative:
The heavy fabric strong strips bandages are carefully designed to ensure the adhesive and backing material is appropriate for the intended use of the product. This particular product is exactly as the name implies heavy duty. To perform and provide heavy duty protection, the product is designed with super stick adhesive as the packaging states. As a precaution to inform consumers, the packaging specifically provides labeling to alert consumers that this product is not intended for use on delicate skin or sensitive skin. Device evaluated by manufacturer. Evaluation of a representative sample of the related medical device is summarized.

Event description:
On 08/24/2015: consumer/ user contacted initial reporter to indicate that after using device/product, the product left a bruise on her arm. Consumer reported having stitches, and used the product to cover this area of the skin.